Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events occurred due to the failure of the converters. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: the converter was causing the xenon lamp to not be ignited which in turn had the spare lamp turn on and show the e103 error. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, visera elite xenon light source had an e103 error. The issue occurred during the therapeutic laparoscopic cholecystectomy procedure, which was completed using a similar device. There were no reports of patient harm.